Event description:
It was reported that during laser emission, the fiber broke in the patient's ureter. No patient outcome was provided due to the reported event, and it is unknown if the case was completed. No further information is available.